Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genitourinary operation ("removal of all reproductive organs"), gastrointestinal injury ("damaged cecum, intestine"), genital haemorrhage ("bleeding edge"), liver injury ("damaged liver"), bladder injury ("damaged bladder") and autoimmune disorder ("autoimmune diseases") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent genitourinary operation (seriousness criteria medically significant and intervention required) and experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), liver injury (seriousness criterion medically significant), bladder injury (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (bowel dissection/resection and removal of all reproductive organs). At the time of the report, the genitourinary operation, gastrointestinal injury, liver injury, bladder injury and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, bladder injury, gastrointestinal injury, genital haemorrhage, genitourinary operation and liver injury to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
Spontaneous case was reported by a consumer and describes the occurrence of reproductive tract disorder ("removal of all reproductive organs"), liver injury ("damaged liver"), bladder injury ("damaged bladder"), gastrointestinal injury ("damaged cecum, intestine"), autoimmune disorder ("autoimmune diseases") and genital haemorrhage ("bleeding edge") in a (B)(6) female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced reproductive tract disorder (seriousness criteria medically significant and intervention required), liver injury (seriousness criterion medically significant), bladder injury (seriousness criterion medically significant), gastrointestinal injury (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (removal of all reproductive organs) and surgery (bowel dissection/resection). Essure was removed. At the time of the report, the reproductive tract disorder, liver injury, bladder injury, gastrointestinal injury and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, bladder injury, gastrointestinal injury, genital haemorrhage, liver injury and reproductive tract disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.